Manufacturer narrative:
An infected at the burr hole sites was reported to abbott. Surgical intervention was undertaken wherein the system was explanted to address the issue. The infection was treated with powder antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient's system was infected at the burr hole sites. Surgical intervention was undertaken wherein the system was explanted to address the issue. The infection was treated with powder antibiotics.

Manufacturer narrative:
Date of event is estimated.